Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Evaluation summary: no anomalies were found; full lead was returned for analysis.